Event description:
It was reported that advance frame (product code p1105f54, serial number (B)(6)), had brakes not holding. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the casters needed to be adjusted. Per the baxter service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in apr 28, 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjusted the casters to resolve the reported event. Based on this information, no further action is required.